Event description:
New information received notes that the patient experienced dizziness and the right ventricular (rv) lead exhibited insulation failure and intermittent capture.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and low sensing which was suspected to be due to a fracture. A chest x-ray (cxr) was performed but the results were not provided. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.